Manufacturer narrative:
The customer's reported problem was not verified by functional testing. The cause is unknown as the event does not occur again. The microswitch was replaced as a precaution. The device passed all functional and performance tests after repair.

Event description:
It was reported that alarm went off. There was no patient harm or adverse events reported as a result of this event.